Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-12641 and 2134265-2017-12906. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to perform automatic pullback. However, while recording the motor drive unit (mdu) 5 plus did not pullback. Thus, automatic pullback failed. No patient complications were reported.